Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): unexpected post operative refraction. Based on device history review (DHR), there are no associated nonconformity material reports with respect to order number. Review of the sterilization records showed no non-conformances. Results of environmental monitoring records showed there were no non-conformances for the associated order number. A review of the process/material changes was done and did not show any change in process or material that were related to the complaint. Based on the manufacturing record review and historical review the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye of a patient in a secondary procedure owing to unsatisfactory postoperative refraction. There was no incision enlargement and no sutures were used. The iol was replaced with a lens of the same model, with 22.5 diopter power. There were no patient complications. No further information has been provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: (B)(4) 2014. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection with the unaided eye showed that the lens was incomplete. Only one (1) of the haptics was still attached to the lens optic. The other haptic was not present. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was contaminated and the optic damaged with scratches present, whereby the lens condition is consistent with a lens that has been explanted from the patient's eye. No further investigation was possible since the lens was received damaged. The manufacturing records were reviewed. There were no associated nonconformity material reports with respect to the production order. Sterilization batch was released and there were no non-conformances. There were no environmental monitoring related non-conformances. There were no process and/or material changes within the production order. The information did not indicate any relationship with the iol design or manufacturing of the lens and based on the manufacturing record review and historical review, no deviations were identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.